Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 318 mg/dl while using an inset infusion set, and troubleshooting identified a kinked infusion set tubing that interrupted insulin delivery; the event resolved after the user unkinked the tubing and continued monitoring, with no device alerts or alarms reported. Symptoms included elevated blood glucose without acute clinical manifestations. Outcomes included no hospitalization, no professional medical intervention, and no escalation of care. Investigation included user-led troubleshooting and education focused on infusion set and tubing inspection. Investigation of this case revealed an infusion set occlusion due to kinked tubing that impeded insulin flow, consistent with an infusion set component issue. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion set occlusion related to tubing kink.